Event description:
Implantable cardioverter defibrillator (ICD) did not respond to multiple interrogation attempts or magnet applications. These observations were made after the patient was admitted to the intensive care unit (ICU) for digitalis toxicity. The physician elected to transfer the patient to a health care facility that could handle an explant/replacement procedure. The patient was transferred, this device was explanted, and a new device was successfully implanted. The unresponsive ICD will be returned for analysis. There were no reports of radiation exposure. The device had a monitoring voltage of 2.77 volts three months prior.